Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, it was noticed that the basket did not open properly. The basket sometimes would not open, and others it would open but not smoothly. The device was never used on the patient. Reportedly, there was no visible damage to the device, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; sidecar-push-back.

Manufacturer narrative:
Visual evaluation of the complaint device found the sheath to be buckled in multiple areas, and the side-car presented push-back. Functionally, the basket failed to open, as instead of the basket extending, the coil moved with the basket assembly and coil was partially pulled out from underneath the black heat-shrink. The device was disassembled for examination of the internal components, and the device appeared to have been properly assembled and heat shrink securely attached the condition of the returned incident device was consistent with the complaint; that the basket won't open. It was found that the coil moved freely in the heat shrink when the handle was actuated. Furthermore, during device evaluation it was noted that the side-car presented push-back and the sheath was buckled in multiple places. The most probable root cause is undeterminable, as it can not be determined if the basket failed to open due to damage to the device or if damage occurred because of the tension to the components when basket failed to extend. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)